Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for eval. A definitive conclusion regarding the reported complaint incident cannot be reached without a physical examination of the complaint sample. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. Blood was visually observed leaking from underneath the header of the dialyzer. No damage was identified on the dialyzer. The machine did not alarm. Estimated blood loss was 250ml. The doctor ordered a prophylactic antibiotic for the pt per protocol and the pt was given 1g of cephazolin. No adverse effects were experienced by the pt and no medical intervention was necessary. The pt completed treatment with a new set-up on the same machine. The sample was discarded by the user facility and was not available for MFR eval.